Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned, a root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device issue. Tac suggested to test both outputs from the cv-170 by connecting directly to the monitor. If there was no color bar then cv-170 is assumed to be defective. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that, the video system center have no serial digital interface (sdi) video from cv-170 to sony lmd-2110md. There was no patient harm or user injury reported due to the event.